Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified and the most likely underlying cause of the complaint is patient condition. Functional testing and inspections could not be performed due to the parts remaining implanted. The nonconformance database was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. As the root cause is patient condition, this is a level one complaint and the complaint/sales history will not be reviewed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product - biomet microfixation right standard titanium mandible catalog #: 24-6550ti, lot #: 822180b. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00307.

Event description:
It was reported that the patient had teeth pulled, they are falling out and that she can only eat liquids and soft foods. The patient wants to know if this is a reaction to the metal in her implant. No additional patient consequences were reported.